Manufacturer narrative:
(B)(4).

Event description:
It was reported electrode 3 had a wire coming externally out of the lead. This occurred on stage ii of the implant when the temporary cover was taken off the lead in order to connect it to the extension. The wire was exposed in a "loop" fashion, and it did not appear to be severed; the wire was just out of the covering. On impedance check the surgeon decided to connect the extension to the lead. After the extension was connected, the impedances were measured and the results were normal. The pt had 2 stimulator systems and it is unclear which system had the lead with the wire coming out of it. As a result a report has been filed on both systems. See MFR report # 3004209178-2011-02363 for the other report. Additional info has been requested. A f/u report will be sent if additional info becomes available.